Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: during this revision the glenosphere and poly liner were replaced and discarded therefore the condition of the components is unk. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion. Insufficient bone clearance around the base plate, interference with retractors, etc. Could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 is needed to remove bone around the base plate to avoid impingement with the glenosphere. No x-rays were provided to confirm satisfactory placement of glenosphere. With the supplied info an exact cause cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications.